Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The cerelink microsensor (ID: 826851) was returned for evaluation: failure analysis - received with a damaged serial number label. The icp express = 478; microsensor detected and zeroed without issue. The device passed electronic, noise, and signal drift tests. The complaint was not confirmed. Root cause analysis - the possible root cause for this issue reported by the customer could be ¿unstable sensor performance or incorrect selection of semiconductor components¿. The exact issue reported by customer could not be confirmed as the device worked correctly. As well, the reported issue may result from an incorrect set-up of the device (zeroing).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink microsensor (ID (B)(6)) was implanted on (B)(6) 2025. The device reportedly displayed inaccurate readings that did not correlate with intracranial pressure (icp) values obtained from an accudrain device. During implantation, an incorrect drill bit, rather than the drill bit provided in the bolt kit, was reportedly used, resulting in an incompatible drilled hole and metal bolt. The microsensor was subsequently inserted. The bolt was then removed and reinserted correctly on a second attempt; however, the microsensor was not replaced following removal, despite the device instructions indicating that the microsensor should be replaced after removal. On (B)(6) 2025, following a computed tomography (CT) scan, the receiving neurosurgeon reported elevated icp readings from the microsensor. An external ventricular drain (evd) was placed for comparison and reportedly measured icp values ranging from 8 to 20 mmhg, while the cerelink microsensor reportedly displayed pressures in the 30s to the 50s mmhg. Upon removal of the microsensor, debris was reportedly observed near the tip of the device. The microsensor was removed because the reported readings were considered unreliable.